Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were received on 27may2025, which showed the patient's primary system controller was (B)(6). The patient's primary controller had been previously reported as (B)(6) on (B)(6) 2022, which indicated an unknown controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown system controller exchange could not be confirmed. Information provided states that the patient's primary controller was previously reported as (B)(6) on (B)(6) 2022; however, log files received on (B)(6) 2025 indicated the primary controller was (B)(6). Multiple good faith effort (gfe) attempts were sent to inquire about the reason for the system controller exchange, if exchanging the system controller resolved the issue, if any log files are available from the exchange, and if any products would return for analysis; however, no response was received. The root cause of the reported exchange could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ detail the two appropriate methods in which the system controller can be exchanged. Within this section, it emphasizes the user to not attempt to change their system controller without having a trained, competent caregiver at their side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.